Manufacturer narrative:
Investigation/conclusion (updated): the monitor associated with complaints (case 00742841 strip lot # 364994a and case (B)(4) strip lot# 365984a) was returned for investigation. Strip lot # 364994a (case (B)(4)) did not return for evaluation. Retain strip testing met accuracy and repeatability criteria strip lot # 365984a (case (B)(4)) returned for evaluation. Returned and retain strip testing met accuracy and repeatability criteria the customer's complaint, of discrepant low results, was not replicated during in-house investigation. The manufacturing records for both lot numbers, were reviewed and the lots met release specifications. The returned monitor met functional and thermistor testing requirements during investigation. (Case (B)(4) strip lot # 364994a). Case (B)(4) strip lot# 365984a) the inratio inr result of 4.3 on (B)(6) 2015 was found in the monitor memory. The impedence curve was statistically analyzed and exhibited a weak slope change. (Case (B)(4) strip lot # 364994a) the inratio inr results of 4.2, 3.6, and 4.3 were found in the monitor memory on the dates of occurrence. The (B)(6) 2015 result of 4.3 could not be analyzed since it was not present in the last 4 curves. The monitor retains up to the last 4 impedance curves in the memory and since the result was not present in the last 4 curves, impedance curve analysis could not be performed. The impedance curves associated with the customer's results of 4.2 and 3.6 were statistically analyzed and exhibited a weak slope change. CAPA investigation (CAPA (B)(4)) has determined that impedance curves with a weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to weak slope change impedance curves. The customer has lupus however the last time they had a flare up was (B)(6) 2014. CAPA (B)(4) has identified chronic inflammation as a condition that may contribute to a discrepant inr result. A possible root cause is the patient condition of lupus which may have contributed to an impedance curve that exhibited a weak-slope change. A notification letter has been sent to customers to inform them of these patient conditions. An impedance curve with weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Further investigation is documented under CAPA (B)(4).

Event description:
The caller alleged a variance between inratio inr results and laboratory inr results. Results are as follows: date inratio inr strip lot# laboratory inr time between testing (B)(6) 2015 4.3 364994a 3.3 < 15 minutes (B)(6) /2015 3.6 364994a 8.29 < 15 minutes 4.3 365984a < 15 minutes (B)(6) 2015 4.2 364994a 6.63 < 15 minutes therapeutic range: 2.0 - 3.5 on (B)(6) 2015, oral vitamin k was administered and warfarin was held through (B)(6) 2015. On (B)(6) 2015, warfarin was resumed with dosing of 7.5mg (monday, wednesday, friday and saturday) and 5mg (tuesday, thursday and sunday). The caller reported that she has a history of lupus. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. It is indicated that the strips are not returning for evaluation. The customer's complaint, of discrepant low results, was not replicated during in-house investigation. The strip testing on the retain strips (lot# 364994a and lot# 365984a) met both accuracy and repeatability criteria. A review, of the manufacturing records for both lot numbers, did not uncover any relevant non-conformances and the lots met release specification. The returned monitor met functional and thermistor testing requirements during investigation. The returned monitor's memory, identified the customer's inratio inr values 4.3, 3.6, and 4.2 on the reported dates of occurrence. The impedance curve was pulled and analyzed for results 4.2 and 3.6; because these values were within the first four inr values saved in the meter memory. The impedance curve for both 4.2 and 3.6 exhibited a weak slope change. The impedance curve analysis found that the curves exhibited a weak slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. The patient had lupus at the time of the alleged discrepant result. (B)(4). Has identified conditions associated with acute and chronic inflammation as those that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. A possible root cause is the patient having lupus, which may have contributed to an impedance curve that exhibited a weak-slope change. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. Further investigation is being performed under (B)(4).